Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they are having all kinds of problems w/ the external devices. Patient said it takes 45 min to an hour to start a charging session. Patient charged the implant to over 75% yesterday and now it is at 50%. Patient said the implant battery depletes too quickly. Reviewed how to start a charging session. Patient was able to start and maintain a charging session. The patient was redirected to their healthcare provider to further address the issue. Event date stated to be "for a long time."